Event description:
It was reported that the most recent prime, alarm, and suspend entries were found in the history menu as expected. The next most recent entry for each category had the default date and time ((B)(6) 2007 12:00 am) without additional info. A family member reported that the pt had been wearing this pump since (B)(6) 2010, without notice of any issue with the history records.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.